Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (left device) and a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis (right device) that both ruptured post implantation. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. D6b explantation month, day, and year: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-jul-2023, the mentor failure analysis lab received the device for evaluation. On 28-jul-2023, mentor completed the investigation on the suspect medical device. Additionally, mentor became aware the received device from lot number 5602837 is the patient¿s ruptured left breast prosthesis. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noted within the shell abrasion measuring approximately 1.6 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. On 31-jul-2023, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 445cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-jul-2023, mentor received additional information about the event. Two lot numbers were reported: 5581924 and 5602837. Both lot numbers come from catalog #3507450bc, which is a mentor memorygel breast implant 450cc gel breast prosthesis. It was not reported which lot number belongs to which side breast (left or right). If clarification is received, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed on both lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 14-jul-2023, mentor received additional information about the event: the patient developed baker grade iii capsular contracture in both of her breasts post implantation. During explant surgery, it was observed that the left breast prosthesis was ruptured and the right breast prosthesis was removed intact. This medwatch report is for the patient¿s left breast prosthesis. The patient¿s explanted breast prostheses were replaced with unspecified mentor gel breast prostheses. Manufacturer¿s reference number: (B)(4).